Manufacturer narrative:
Concomitant medical product: 4968-35 lead implanted: (B)(6) 2010; d284drg ICD implanted (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) epicardial leads exhibited loss of capture. The ra epicardial leads remain in use. No patient complications have been reported as a result of this event.